Event description:
During the index procedure the patient had one endeavor drug-eluting stent successfully deployed in the rca. On the same day as the index procedure there was a perforation which was treated by balloon inflation. Approximately 5 weeks post index procedure, the patient underwent a target vessel revascularization using a non-medtronic stent. Approximately 7 months post index procedure, the patient underwent a target vessel revascularization using 2 non-medtronic stents to treat an ischemia. Approximately 10 months post index procedure, a gi bleed was confirmed which was treated by temporarily stopping dapt. Approximately 42 months post index procedure patient expired, cause of death is unknown. The relationship between the events and the study device is unknown.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (perforation, tvr, gi bleed and death). Evaluation conclusions: known inherent risk of procedure (perforation, tvr, gi bleed and death). (B)(4).